Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the triple platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The device history record was reviewed. Nothing was found that was related to this event. The customer retracted her request for the run data file analysis since the wbc count was within guidelines. The measured wbc count of the product does not qualify as a wbc failure per current FDA guidelines of <1.2x10^7 for a triple platelet product. Root cause: no failure occurred. The trima accel system operated as intended.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.